Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced a false negative result in the morning, and a positive result later the same day. There was no report of confirmatory testing or adverse patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "tested negative this morning and positive by 2/3 rat within an hour this evening... Also... Rat did not effectively detect whatever variant of omicron this likely is."

Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Correction: after additional review, this report was found to be a duplicate of MFR# 1119779-2022-00759. Therefore, this complaint will be cancelled.

Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced a false negative result in the morning, and a positive result later the same day. There was no report of confirmatory testing or adverse patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "tested negative this morning and positive by 2/3 rat within an hour this evening... Also... Rat did not effectively detect whatever variant of omicron this likely is."